Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the message processing failure occurred due to a database collation conflict. A technical support specialist (tss) applied the fix in a test environment using the guidance from the relevant knowledge article for server collation correction and confirmed that message processing and system communication were functioning successfully. The tss then implemented the same fix in the production environment and verified that the server was operating normally after the changes. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user had message and heartbeat processing failure due collation conflict. There were no adverse events or injuries reported based on this event.